Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the battery back. The sys operates as intended.

Event description:
It was reported that the 2600 sys intermittently displays a "charge failed" error. No pt injury was reported.